Manufacturer narrative:
The investigation for the reported pump stop has been completed. The impella device was not received from the customer; however, the logs were returned for evaluation. After review of the logs it was determined the root cause of the pump stop was due to a result of high purge pressure likely due to biomaterial. As noted in the impella IFU: impella cp with smart assist system troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support the pump stopped during use. The team attempted to restart the pump several times without success. The pump was removed and replaced. Additional information was provided that noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.